Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after closing incision, a tiny foreign material was detected by x-ray. Surgeon considers it could be a fragment of polyethylene part which connected the metal ring. No bleeding. No tissue damage. No add'l tissue loss. No pt harm reported.

Manufacturer narrative:
(B)(4).